Event description:
Mynx closure device failure, after the deployment of the mynx and upon removing the closure device, it appears as though there was shearing of part of the covering on the closure device delivery system and we could not validate it was intact. It was noted that distal pulses from the left side were diminished and patient reported some numbness. Physician notified, and consulted who ordered a vascular ultrasound. This was the 2nd time the mynx closure device had some loosening of the covering from the closure delivery system, but it was intact. Both had the same lot number. We removed all the same lot numbers from the shelves and secured them in the supervisor's office. Both of the failed mynx devices were saved sent to the company for evaluation. The patient had doppler to lower extremity (le) pulses after the procedure which was a change from palpable prior to procedure. Pt. Had a negative us(ultrasound) and today pulses documented from the unit as 1+. Pt code: 2606. Device codes: 1371, 3023. Ref: mw5186943.